Event description:
Dexcom g7 cgm is reading off by more than 50%. Patient uses the dexcom g7 cgm system in concert with a tandem t slim insulin infusion pump with control-iq. This system uses the glucose readings from the dexcom g7 to make automated insulin therapy decisions. The inaccuracy of the dexcom g7 cgm directly affects the insulin feedback loop. I am finally reporting this instance but his has happened many times over the past year. I am finally annoyed enough with it that I need to report it to the FDA.